Event description:
A us distributor contacted zoll to report that a patient developed sores and back pain under the lifevest equipment. Patient reports history of spina stenosis. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised patient to end use. Follow up indicated that the pain improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.